Manufacturer narrative:
The investigation was completed. Investigation summary: the root cause is unknown because the console was not returned for investigation and logs are unavailable for review.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 64-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). During support, the automated impella controller (aic) required replacement. Subsequently, the aic was exchanged for another console, and the exchange was performed with no harm to the patient. The reported events are controller failure, medical device removal, device revision or replacement, and hemodynamic instability. The aic will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was completed without any patient consequence, and hemodynamic support was promptly resumed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.